Event description:
It was reported that intra-operatively, when attempting to insert the set screw into the right s1 pedicle screw, cross-threading occurred. The screw was upsized and replaced; however, although the rod and set screw were inserted, the screw came out of the bone. As a result, it was decided not to fix s1 and no screw was placed in the right s1. L3¿s1 fixation was planned, however fixation was completed from l3 to l5. There was a 45 minute delay but no other patient impact. This is report two of three for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00129 through 3012447612-2026-00131.